Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information noted the ins was replaced at the time of follow-up.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached end of service (eos) with the expected ¿longevity not met.¿ the cause of the issue was ¿unknown.¿

Event description:
It was reported, the patient fell approximately one month prior to report and ¿hit the implantable neurostimulator (ins) pocket.¿ it was further reported that ¿after 2/3 days she realized that she was not feeling the stimulation.¿ the patient was reprogrammed by her physician a week prior to report, however, the patient again experienced a ¿loss of stimulation/therapeutic effect¿ and felt ¿no stimulation¿ at the time of report. When interrogating the device it was found the ins was ¿off and in power on reset (por).¿ the patient reportedly experienced ¿pain¿ at an unknown location that was associated with the incident. The patient¿s por was ¿successfully cleared¿ and was again reprogrammed at the time of report and was noted to have been ¿feeling stimulation¿ at that time. It was also reported, however, that the ins was at 2.11 volts and was 100% used at the time of report and had experienced ¿early battery depletion.¿ the ins had reportedly reached end of service (eos) and ¿so the patient was not receiving stimulation¿ as of 11 days after initial report. Impedance testing found impedance values to be ¿ok.¿ it was noted, the patient¿s ins had been programmed to deliver continuous stimulation. The patient was alive with no injury at the time of report. The patient was scheduled to have their ins replaced ¿by the end of (B)(6) oct,¿ however, the exact date remained unknown at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.